Manufacturer narrative:
Block e1: this event was reported by a bsc sales rep. The reported healthcare facility is: (B)(6). Block h2: correction: block h6 (device codes (1)) and block h11 (additional MFR narrative). Block h6: imdrf device code a050502 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for varices during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the bands were not deploying correctly. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for varices during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the bands were not deploying correctly. The procedure was completed with this device. There were no patient complications reported as a result of this event.